Event description:
Patient reports that she was trained by a v-go representative this morning and after two hours of use adhesive pad did not stay attached to the body. Patient confirms that proper site preparation was completed and there was no increased movement or interference with clothing. Patient was wearing the v-go on her abdomen when it fell off. Patient is a former surgical nurse and believes that the weight of the filled v-go is too much for the type of adhesive used.